Event description:
The event is reported as: complaint alleges that the respiratory therapist took the circuits out of the packaging, they found cracks at the end of the circuit near the adapter. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.